Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent a right knee revision approximately eight and a half years post-implantation due to pain, swelling, and loosening of the tibial tray.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under MFR# 0002648920-2019-00720.

Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under MFR# 0002648920-2019-00720.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a total knee arthroplasty; subsequently the patient has been indicated for a revision for pain and swelling, however, a revision has not been reported. Patient further reported that patient underwent bone scan revealing tibial loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item 00576401452 lot 61832456, item 00597206529 lot 61823933, item 00598002702 lot 61896587, item 00597909541 lot 61142582. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00283, 0002648920-2019-00719, 0002648920-2019-00720. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a total knee arthroplasty; subsequently the patient has been indicated for a revision for pain and swelling, however, a revision has not been reported. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: UDI # (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records and identified no related deviations or anomalies. Medical records were provided and reviewed by a health care professional. Review of the available records identified increased uptake in tibial component in the bone scan suggestive of loosening. The tibial and femoral components were noted to be intact. The complaint is confirmed based on the medical records review. Per the nexgen cr-flex and lps-flex package insert, pain, swelling, and loosening are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.